Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 195 mg/dl and their sensor glucose read 400 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated the threshold suspend feature would be prompted when the customer's blood glucose was between 120 mg/dl and 130 mg/dl. Customer also reported having lost sensor alerts with the sensor. Customer declined to return the product for analysis.